Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  In response to FDA report number: mw5090841.

Event description:
Patient reported additional "have been under a lot of stress having these implants and the dangers of them in my body since receiving the recall letter" and "right side rupture,¿ in 2 pieces, yellow colored ooze.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, crease fold, stress mark, underweight, missing. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact; non-penetrating nicks.

Event description:
Patient reported, via regulatory agency, a bilateral rupture and ¿burning sensation, loss of range of motion, tightness in chest area¿. Additional report of "firmer and somewhat higher". Patient additionally reported "have been under a lot of stress having these implants and the dangers of them in my body since receiving the recall letter" and "right side rupture, ¿in 2 pieces, ¿yellow colored ooze¿. Device has been explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported, via regulatory agency, a bilateral rupture and ¿burning sensation, loss of range of motion, tightness in chest area¿. Additional report of "firmer and somewhat higher". Device has been explanted. This record is for the right side.